Manufacturer narrative:
Conclusion: during device investigation a failed capacitor was detected which was likely the reason for the return of the device to service _ repair. Electrical inspection could not be performed because of the observed malfunction. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to being broken. No further information has been received. No injury has been reported.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair.